Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware, on (B)(6) 2016, that on (B)(6) 2016, there were continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred . Sensor was inserted on (B)(6) 2016, on the abdomen. It was reported that calibration was not performed correctly. No additional event or patient information is available. Labeling indicates (regarding the glucose reading error - "???"): this symbol means the receiver does not understand the sensor signal but is likely to recover. This symbol is related to the sensor only. You should wait for more prompts and do not enter any blood glucose values when you see this symbol.